Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was observed to be cracked below the grip pad and there was evidence of moisture contamination inside the battery compartment. The black box showed one alarm on 10/14/2014 which indicated a post delivery motor power supply fault had occurred. There were no similar alarms duplicated during the investigation. The current draws were found to be within specifications for the idle, sleep, load, and rewind steps and the pump passed a leak test. The pump case was removed for further investigation and there was no evidence of additional moisture contamination found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.